Manufacturer narrative:
05-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b genius brush head comes loose [device connection issue]. Case narrative: male consumer via phone stated that the oral-b genius toothbrush head came loose. No injury was reported. 20-jun-2024 case update: the suspect product lot was u9275. The concomitant product lot was bc812070200. No injury was reported. 09-jul-2024 case update from information initially received on 20-jun-2024: the suspect product was oral-b power oral care refills 3d white eb18. No injury was reported. 05-aug-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3765 genius 10000n. The concomitant product was confirmed to be oral-b power oral care refills 3d white eb18. No injury was reported. 06-aug-2024 case update from information initially received on 20-jun-2024: the (refill) concomitant product lot was d9275. No injury was reported.

Event description:
Oral-b genius brush head comes loose [device connection issue] case narrative: male consumer via phone stated that the oral-b genius toothbrush head came loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.